Event description:
Information was received that reported a pt was hospitalized in 2009 due to an incident of hypoglycemia. The reporter found the pt unresponsive and called for the paramedics. The paramedics measured the pt's blood glucose as "low" and transported the pt to the hospital. Upon admission the pt's blood glucose was 13 mg/dl and she was admitted and treated with an IV glucose drip. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.